Event description:
Accidental needle stick with potential (B)(6) transmission [injury associated with device]. Case description: this serious spontaneous case from the united states was reported by a nurse as "accidental needle stick with potential (B)(6) transmission" beginning on (B)(6) 2019, "accidental needle stick with potential (B)(6) transmission" beginning on (B)(6) 2019, and concerned a (B)(6) female patient who was treated with novofine 8mm (30g) autocover (needle) from unknown start date due to "device therapy". Medical history was not provided. Concomitant products included - byetta (exenatide, exenatide) on (B)(6) 2019. The patient accidentally stuck herself with novofine autocover needle after administering byetta to a patient with (B)(6). The patient stuck herself with the part of the needle that went into the byetta. Action taken to novofine 8mm (30g) autocover was not reported. Batch number was reported. The outcome for the event "accidental needle stick with potential (B)(6) transmission" was not reported.

Event description:
Case description: investigation results: novofine autocover 30g 100 needles, batch number: 18j14u: the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Since last submission the case was updated with the following: investigation results were updated, manufacturer comment updated, narrative updated accordingly. Manufacturer comment: 28-mar-2019: as the device (novofine 8mm) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Evaluation summary: novofine autocover 30g 100 needles, batch number: 18j14u: the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system.